Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia ablation procedure using an thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced heart block during the case that required implantation of temporary pacemaker. During the procedure, the patient went into a temporary heart block. The issue was discovered when the physician noticed that the cycle length kept getting longer over the duration of the case. The heart was able to beat on its own but it was so slow that they needed to implant a temporary pacemaker. If the patient recovers, they are planning to implant a permanent pacemaker. The caller did not know if the patient was stable at that time. The physician believes the issue stems from a lesion creep from ablating within 2.5 cm of the "hist." Additional information was received. It was discovered that the patient¿s heart rate was decreasing during the use of the product. It is the physician¿s opinion that it was the procedure type and condition of the patient that caused this event. The patient was given a temporary pacemaker and recovered the next day. Therefore, the patient did not have to receive a permanent pacemaker. The patient fully recovered. The patient required extended hospitalization because of the adverse event. The patient had to stay overnight for monitoring of their heart rate.